Manufacturer narrative:
Product complaint #: (B)(4). Batch # p57a82. Video evaluation summary: one video was provided; the video shows a device inside of its blister. At 00:05 mark the sleeve is removed from the device and taken off from the blister. At 00:19 the device is opened and at 00:25 the anvil is removed. At 1:03 mark the half washer of the device and tissue is removed. Based on the video review the event described cannot be confirmed. Device evaluation summary: he analysis results found that the ecs21a device arrived with no apparent damage. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch history record was reviewed and identified a defect/issue but was not related to the reported incident were found. In addition, no protocols or ncr related to the complaint, were found during the manufacturing process. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can a detailed timeline of events, operative notes, or an autopsy report be provided? What specific kind of leak test was done in the initial surgical procedure? Were there any issues noted with staple formation at any point throughout the care of the patient? Were any additional surgical procedures performed prior to the patient¿s death? Does the surgeon believe that an alleged deficiency of the device led to the patient¿s death or were there other contributing factors to include patient tissue condition? Has a cause of death been determined? Would the surgeon be interested in speaking with ethicon medical and engineering personnel? This report is for the second device used in this case. (B)(4).

Event description:
It was reported that during a gastric bypass procedure that the stapler was difficult to remove but the staple line did not leak. There were no patient consequences reported at the time of the event. Additional information was provided on 6/20/2019 that the sales rep was just informed that the patient had passed away 5 weeks after this surgical procedure.